Event description:
The customer alleged off label use of their asp aer. An endo technician reprocessed 3 endoscopes at one time throughout the day, while the aer can only reprocess 2 endoscopes at one time. The technician is not employed at uf, but occasionally helps out on weekend cases. There were no reports of infection.